Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received at the service center. The foot switch was sent along with the generator against which the allegation of malfunction is that it does not respond when using p90. During a primary visual evaluation, it was found that the foot switch was broken. However the device was deemed non-repairable and was returned to the customer without repair as per request, hence is unavailable for further evaluation. The broken foot switch is most likely a result of user mishandling of the device. A manufacturing record evaluation was performed for the finished device (lot number : 1805181), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the footswitch device did not respond when using p90. During in-house engineering evaluation, it was determined that the device was broken. There was no procedure nor patient involvement reported. No additional information was provided.